Event description:
Customer reports 3 comparisons performed on the advantage system within 10 minutes: 252 mg/dl, 165 mg/dl, 95 mg/dl, and 101 mg/dl; 110 mg/dl, 112 mg/dl, and 246 mg/dl; 165 mg/dl, 100 mg/dl, and 291 mg/dl. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.